Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the inside of the cassette door of the cycler after ending the patient's pd treatment. The pdrn reported receiving an air detected in cassette alarm during drain 1 of 1 of treatment prior to the leak and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. The pdrn advised they had not seen any holes or rips on the cassette. The pdrn was advised to allow the cycler to dry out prior to the next treatment. Upon follow up, the pdrn confirmed the reported event occurred during drain 1 not drain 0 of treatment. The pdrn confirmed the cause of the leak was unknown since no tears or rips were found on the cassette. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the cycler dried out and is performing peritoneal dialysis without issue and without reoccurrence of the reported event. The pdrn confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 the actual device was returned to the manufacturer for physical evaluation. As the complaint product sample was being disinfected and prepared for analysis, a leak was found on the cassette film. During the visual inspection with the microscope, a cut was found in the cassette film. This kind of damage could have the following causes: pump door is sharp per closes unexpectedly during set up. Misalignment between cassette and pump during set up. Finishing problem due to a sharp point created or cassette damaged mechanically. Shipping or transportation damages the product. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The alleged event was confirmed with complaint product evaluation; however, it is not possible to determine the actual cause of the defect.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the inside of the cassette door of the cycler after ending the patient's pd treatment. The pdrn reported receiving an air detected in cassette alarm during drain 1 of 1 of treatment prior to the leak and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. The pdrn advised they had not seen any holes or rips on the cassette. The pdrn was advised to allow the cycler to dry out prior to the next treatment. Upon follow up, the pdrn confirmed the reported event occurred during drain 1 not drain 0 of treatment. The pdrn confirmed the cause of the leak was unknown since no tears or rips were found on the cassette. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the cycler dried out and is performing peritoneal dialysis without issue and without reoccurrence of the reported event. The pdrn confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.